Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop and low speed events. Based on the complaint history and similarly reported events, the data captured in the submitted log files is potentially consistent with damage to one or more of the wires in the patient¿s driveline; however, a specific cause for the pump stop and low speed events observed in the submitted log files could not be determined through this evaluation. The submitted log files (see attached) contained data from (B)(6) 2021 at 12:03:12 to (B)(6)2021 at 1:36:41 the pump fixed speed was set at 8600 rpm with a low speed limit of 8400 rpm for the duration of the captured data. On (B)(6) 2021 at 1:36:36 the pump speed dropped below the low speed limit. The pump stopped for approximately 6 seconds. There were 4 low speed hazards, 4 low flow hazards and 3 pump stop events captured during this event. Prior to the low speed and pump stop events the pump operated above the low speed limit of 8400 rpm. A distal end driveline repair was performed by a technical service representative on 01mar2021. The distal end driveline was returned measuring approximately 19¿ from the controller connector in length. The driveline had a clamshell repair present which was performed on 15dec2020 as addressed under MFR. #2916596-2020-06503. Additionally, the driveline presented with clear tape approximately 2-5¿ from the controller connector. An electrical continuity test was performed on the distal driveline and no wire-to-wire or wire-to-shield shorts were induced, even with manipulation of the driveline. Upon removal of the clamshell repair, a crack in the bend relief was observed. The clear tape was removed and revealed cosmetic damage to the silicone jacket approximately 2.5¿ from the controller connector; however, it did not appear to penetrate the underlying layers. The silicone jacket was removed and the bionate was unremarkable. The bionate was removed and revealed minor breakdown to the metal shielding approximately 2-3¿ from the controller connector. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no areas of damage to the wire insulation. The underlying wires of the distal end driveline were submerged in a saline solution for hipot testing to further verify each wires insulation. The test did not identify any breaches. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history record for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 23may2017. The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including driveline fault alarms, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including driveline fault alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that pump stop alarms occurred 0136 while patient was sleeping. Review of the submitted log files which revealed 3 pump stops and 1 low speed advisory. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad (ventricular assist device) is connected to the power module. Technical services was onsite 01mar2021 for a driveline repair. The entire external portion of the driveline was replaced with no issues. It was reported that there were no further alarms during follow up appointment. The patient will utilize ungrounded power module patient cable.